Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized and was recovering from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that on an unreported date, the patient was discharged from the hospital. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.